Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 24dec2018. The customer inspected the device and troubleshot with technical support. The customer found that the user interface cable was not fully seated and reseated the cable to address the issue.

Event description:
It was reported that the ventilator generated a backup alarm failed error code. No patient harm reported. The event date was not specified; estimate used.